Manufacturer narrative:
Trackwise # (B)(4). The device was returned with the cannula to the factory for evaluation on 23jun2020. An investigation was conducted on 29jun2020. Signs of clinical use and evidence of blood were observed on the cannula. A visual inspection was conducted. Specks of blood were observed on the cannula handle and on the tip of the cannula. The c-ring was not transected. There were no missing components observed on the c-ring. No other failures were observed. Blood and charred tissue was observed on the heater wire. The jaws and the tip of the device seemed to be intact, without any signs of breakage. The heater wire was observed to be slightly flexed away, remaining attached at the base and the tip. The silicone insulation on the cold jaw and hot jaw were observed to be intact with no defects. No other visual defects were observed. The material which was retrieved from the container, was confirmed to be a piece of human tissue. There was no plastic shavings or any type of plastic piece retrieved from the tissue sample. Based on the returned condition of the device, the reported failure "break; jaw" is not confirmed and the analyzed failure "material twisted/ bent wire" was confirmed. Specific actions for the analyzed failure mode material twisted/bent are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The patient was undergoing a vein graft on left leg and a piece of plastic broke off and flew into the air. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The patient was undergoing a vein graft on left leg and a piece of plastic broke off and flew into the air. The hospital did not report any patient effects.